Event description:
During a podiatry procedure on (B)(6) 2013, the electric pen drive would not operate in reverse. It is reported a back-up device was readily available and was used to complete the procedure with no further problems and no harm to patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-04457. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The serial number (B)(4) belongs to the part 50154333, which is the housing of the article 05.001.010. The manufacturing documents of this housing were reviewed and no complaint related issues were found. This DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.